Event description:
It was reported that the ilet display became unresponsive on the top half of the screen, with no visible cracks and after a restart attempt did not resolve the issue. Symptoms included difficulty interacting with the user interface to operate the device. Outcomes included interruption of normal device use. Investigation included remote troubleshooting and verification that the device was on the latest firmware and had no screen protector, followed by determination that the hardware exhibited a display responsiveness problem. Investigation of this case revealed a probable device hardware display malfunction isolated to the screen component, consistent with prior occurrences of partial touchscreen failure. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display assembly.

Manufacturer narrative:
Initial.